Event description:
Our rep is reporting that during an arthroscopic acl repair, the surgeon noticed that there was smoke emanating from the trocar tip as he was drilling a bone hole. Upon further examination it was noted that the bone was burnt, some necrosis. This was assessed immediately as a result of a dull instrument. The procedure was completed successfully. Post-operatively a bubble formed at the wound site and went away over time. Outside of these two minor injuries, the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Nothing is being returned and no lot number was supplied. In correspondence, the rep states that the drill bit was very old and very dull. He also reports that the bone burn and ensuing skin bubble did not need intervention, treatment, or an extended stay for observation in the facility; the pt convalesced normally. At the time of the reported "smoke" emanating from the drilling area, the process should have been stopped, the device examined and replaced before proceeding. We attribute this event to a user issue. The user facility has a fiduciary responsibility to maintain their equipment, and to ensure that their devices are in a condition conductive to safe and effective usage. No corrective or further action is warranted.